Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
The customer removed the cannula and noticed that the steel cannula is broken and a part of the cannula remained stuck in his hip. He went to the hospital and under local anesthesia had surgical removal of the cannula part, wound closure with two sutures. A request was made for the return of the device.

Event description:
A needle fragment remaining in the skin was also reported to have occurred 1 month prior and was removed with tweezers, without anesthesia.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.